Manufacturer narrative:
(B)(4). Problem of lead suture broke. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold (tm) lite with capio slim device was used during an anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the lead suture broke while implanting the first leg and the needle was retrieved with a gloved hand. The procedure was completed with another uphold (tm) lite with capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.